Event description:
It was reported that this patient observed a red call doctor (rcd) icon on their remote monitoring communicator. Boston scientific technical services (ts) informed the patient that they should contact their clinic as they are not being remotely monitored because there is no primary clinic set up in their remote monitoring system. A subsequent review of the remote monitoring data indicated that the patients implantable cardioverter defibrillator (ICD) device exhibited an alert the day prior to the patients call to ts for a high out of range shock impedance measurement of 125 ohms. The shock impedance trend graph showed a gradual increase over the previous approximately 2 months until the high out of range measurement occurred. The device remains in-service. No patient symptoms or adverse patient effects were reported.